Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2023, the patient was implanted with cartiva in the great toe of his left foot. It is alleged that subsequently he developed severe pain, swelling, immobility and on (B)(6) 2024, he underwent removal of the cartiva implant with fusion of his left big toe.